Event description:
It was reported that the patient's battery was noting depletion two days after implant. The patient's wound still had discharge coming out of the incision after approximately a week. There was concern that the patient would get a strike due to the inability to charge. The patient was referred to the health care provider. Additional information received reported that the patient experienced a shocking or jolting sensation "like a knife stabbing pain" since implant with the implant for the patient's back. One of the patient's leg was fine. There was no known accident or incident related to the event. Reference MFR report # 3004209178-2010-00201.

Manufacturer narrative:
(B) (4)